Manufacturer narrative:
The ventilator was investigated by our field service engineer. The o2 sensor cable was reconnected and the ventilator passed all functional and safety tests and was cleared for clinical use. No parts were replaced and no ventilator logs were provided.the root cause of the event was a loose o2 sensor cable.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator had an inadequate ventilation. The patient involvement was unknown. Manufacturer's ref#: (B)(4).